Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. During a onsite visit, the field service engineer (fse) replaced control panel and eye tracker mirror, arf gas cylinder and performed a preventive maintenance. The fse successfully completed system verification to specification. Without a sample, the root cause can not determined. Most possible root cause could be a faulty control panel and a worn eye tracker mirror. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a little difficulty while eye tracking during a lasik procedure. The control panel illumination knob was not working and the eye tracker mirror was dirty. A company representative replaced the control panel and eye tracker mirror. Gas change and preventative maintenance were done while company representative was at the site. The system was tested and was found to be working fine.